Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer, sore mouth and sore throat. The patient did receive medical intervention and has reported to be receiving chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer, sore mouth and sore throat. The patient did receive medical intervention and has reported to be receiving chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of particles in tubing/ chamber. Patient illness includes: lung cancer and bone cancer. Patient also has nasal/throat irritation or soreness. She also says her mouth is sore and dry. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: the unit is missing the link module panel door. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Light brown and white specks of contamination on the bottom of the blower box. Pil found hairs/fibers on the inside of the display screen panel and the blower outlet seal. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. Potential mineral deposit spots on the top and bottom of the blower motor, inside the blower motor, and on the bottom of the blower box, indicating potential water ingress. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information from device. Pil observed 2 errors were logged: quantity of 1 error# 7 (err_software) level - reboot. Quantity of 1 error# 94 (err_rtc_stopped) level - continue. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. In this report, sections d9, g3 and h3 have been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of particles in tubing/ chamber. Patient illness includes: lung cancer and bone cancer. Patient also has nasal/throat irritation or soreness. She also says her mouth is sore and dry. The clinical expert reviewed the reported cases of lung and bone cancer in the patient undergoing chemotherapy and confirmed that these events are classified as serious. Section b1 was corrected to adverse event (the product problem was only checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.